Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 49 mg/dl and as high as 350 mg/dl. Customer changed out their complete set and did not rewind the insulin pump. Customer treated their low blood glucose with food and orange juice. Customer made a mistake and forgot to recalibrate the insulin pump. Customer advised they needed assistance to get back to the fill cannula screen. Customer was advised to follow up with their healthcare provider in regards to their fluctuating blood glucose levels.